Manufacturer narrative:
Lead model unknown serial# unknown implanted: (B)(6) 2011 explanted: unknown lead model unknown serial# unknown implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported that the patient had fractured leads with fluid in them. The implantable neurostimulator was in overdischarge. The leads and ins were explanted and replaced. See MFR. Rep. # 3007566237-2011-09079 for issues occurring after system replacement. Additional information has been requested, but was not available as of the date of this report.